Event description:
Event description guidant received information that this atial pacing lead was taken out of service due to a vessel perforation. It is unclear why the device pocket was opened, fewer than two months after implant. No lasting adverse effects were reported.